Event description:
Device failure. I have had four libre diabetic sensors fail within the first day of use as well as multiple replacements by abbott. Reference report: mw5115420, mw5115421, mw5115422.